Manufacturer narrative:
On 14-jun-2023, mentor received additional information about the event: - the suspect medical device is a mentor smooth round high profile 330cc saline breast prosthesis, catalog #3503330, lot #5552973, UDI #(B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - a serial number ((B)(6)) was reported. This same serial number was reported for the patient¿s right breast prosthesis in manufacturer report number 1645337-2023-06228. Mentor will report the numbers as received. If clarification is received on the serial number, a supplemental report will be submitted. - the patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 200cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-jul-2023, the mentor failure analysis lab received the device for evaluation and completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient presented breast ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast ptosis. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 330cc saline breast prosthesis (right breast prosthesis) and an unspecified mentor saline breast prosthesis (left device) when the right breast prosthesis deflated post implantation. Additionally, the patient developed grade ii ptosis in her left breast post implantation. The issues were diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis.